Event description:
When flushing IV extension set after administering radioactive material, the bd q-syte began to leak at the luer connection. The nurse attempted 3 times to make sure flush syringe was seated properly and it leaked every time. Because radioactive material leaked, the lab had to be shut down and decontaminated before they could use it again.

Manufacturer narrative:
The sample is not available for the investigation. Additional info has been requested. If info is received, a supplemental report will be submitted. (B)(4)